Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 submitted: 04/27/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging elevated blood glucose of 26 mmol/l with positive ketones and symptoms of dehydration while on insulin pump therapy. The patient did not require or receive any treatment above and beyond the usual routine of diabetes care and management. The reporter alleged that this blood glucose excursion was associated with the pump not priming the tubing during the load step process. The pump reportedly did not emit any errors, warnings or alarms related to this issue. This complaint is being reported because the patient experienced elevated blood glucose while on insulin pump therapy and the alleged malfunction remained unresolved after troubleshooting efforts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: review of the black box data revealed one record of loss of prime with a cartridge change and the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. No priming issues or valid loss of primes were observed. On investigation, a rewind, load cartridge, prime and fill cannula were successfully completed; all boxes on the ez-prime screen were filled. The pump was exercised for 24 hours without loss of priming occurring. All boxes on ez-prime screen remained filled at conclusion of testing. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. A loss of prime was reproduced on the bench for testing purposes; pump gave the correct audible and displayed the correct message on the screen. The force sensor was evaluated and found to be operating within specifications. Investigation did not duplicate the complaint.